Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced damages, including but not limited to severe bodily injuries, disabilities, and/or physical impairment. In addition, the patient has incurred medical expenses, as well as lost earning capacity, and other damages.